Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve fall-off with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while using bd vacutainer® push button blood collection set the sleeve remained in one of tubes while switching tube, thus causing blood to spray out. Patient or user impact was not reported. The following information was provided by the initial reporter: it was reported that the rubber sleeve was stuck in the tube when removing the tube from the needle. We also had the following happen this morning 12/7 with the same lot of butterflies 93270 exp: 03/31/2022. The rubber stopper/sleeve remained stuck in one of the tubes when they were switching tubes which caused the blood to back flow out of the tubing spraying everywhere.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® push button blood collection set the sleeve remained in one of tubes while switching tube, thus causing blood to spray out. Patient or user impact was not reported. The following information was provided by the initial reporter: it was reported that the rubber sleeve was stuck in the tube when removing the tube from the needle. We also had the following happen this morning (B)(6) with the same lot of butterflies (B)(4) exp: 03/31/2022. The rubber stopper/sleeve remained stuck in one of the tubes when they were switching tubes which caused the blood to back flow out of the tubing spraying everywhere